Manufacturer narrative:
Submit date: 02/03/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a safety needle. Customer reports that the nurse reportedly locked the safety in needle. When the injection was completed, the needle pierced her glove. The lock apparently did not click completely.